Event description:
It was reported by the sales rep that: "one of my surgeons had decided to stop using the sto due to excessive revisions due to non fusion".

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report.